Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues charging the pump battery. The customer's blood glucose level was 407 mg/dl. The customer reverted to an alternate method of insulin therapy.